Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of eczema ("eczema"), upper respiratory tract infection ("upper respiratory infections") and psoriatic arthropathy ("psoriatic arthritis") in a 46-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had essure insertion and endometrial ablation on same day (B)(6) 2010" on (B)(6) 2010 and device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included chlamydial infection, d & c on (B)(6) 2010 and endometrial ablation on (B)(6) 2010. Concurrent conditions included temporomandibular joint dysfunction, menorrhagia, menstruation irregular, menstrual cramps, insomnia and anxiety. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("during the surgery that he had a hard time inserting the left coil"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("a worsening of her migraine headaches"), weight increased ("weight gain"), pelvic pain ("I hurt on the left side more, pain") and headache ("headaches"). On (B)(6) 2010, the patient experienced insomnia ("insomnia"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), feeling abnormal ("brain fog"), panic reaction ("panic"), loss of libido ("lack of sex drive"), asthma ("asthma"), plantar fasciitis ("plantar fasciitis"), enthesopathy ("enthesitis"), tendonitis ("tendinitis") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced rash ("unspecified rashes"). On (B)(6) 2015, the patient experienced bronchitis ("frequent bronchitis") and lung infection ("lung infection"). On an unknown date, the patient experienced eczema (seriousness criteria medically significant and intervention required), upper respiratory tract infection (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant), general physical health deterioration ("damaged my health"), emotional distress ("distressing"), arthralgia ("joint pain/elbow pain"), temporomandibular joint syndrome ("temporomandibular joint dysfunction (tmj)"), pollakiuria ("frequent urination"), psoriasis ("psoriasis"), procedural pain ("painful and invasive procedure"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdomen pain"), adenomyosis ("adenomyosis"), allergy to metals ("nickel sensitivity"), rosacea ("rosacea"), erythema ("facial redness"), panic attack ("panic attack"), tooth disorder ("dental problem dental problem"), nasopharyngitis ("frequent cold"), viral infection ("viruses"), visual impairment ("vision problems"), lethargy ("lethargy"), muscle spasms ("muscle spasm"), neck pain ("neck hurting"), back pain ("neck and lowe back hurting") and ear infection ("ear infection"). The patient was treated with butalbital, ibuprofen, cyclobenzaprine hydrochloride (flexeril), betamethasone dipropionate, clobetasol propionate and surgery (bilateral salpingostomy micro-inserts were removed). Essure was removed on (B)(6) 2015. At the time of the report, the eczema, upper respiratory tract infection, dyspareunia, fatigue, arthralgia, depression, temporomandibular joint syndrome, pollakiuria and psoriasis had not resolved, the psoriatic arthropathy, general physical health deterioration, emotional distress, procedural pain, pelvic pain, bladder disorder, headache, urinary tract disorder, abdominal pain, complication of device insertion, asthma, plantar fasciitis, enthesopathy, tendonitis, bronchitis, lung infection, rash, adenomyosis, allergy to metals, rosacea, erythema, panic attack, tooth disorder, nasopharyngitis, viral infection, visual impairment, lethargy, muscle spasms, neck pain, back pain and ear infection outcome was unknown, the vaginal discharge had resolved and the insomnia, migraine, weight increased, abdominal distension, anxiety, feeling abnormal, panic reaction, loss of libido and dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, anxiety, arthralgia, asthma, back pain, bladder disorder, bronchitis, complication of device insertion, depression, dysmenorrhoea, dyspareunia, ear infection, eczema, emotional distress, enthesopathy, erythema, fatigue, feeling abnormal, general physical health deterioration, headache, insomnia, lethargy, loss of libido, lung infection, migraine, muscle spasms, nasopharyngitis, neck pain, panic attack, panic reaction, pelvic pain, plantar fasciitis, pollakiuria, procedural pain, psoriasis, psoriatic arthropathy, rash, rosacea, temporomandibular joint syndrome, tendonitis, tooth disorder, upper respiratory tract infection, urinary tract disorder, vaginal discharge, viral infection, visual impairment and weight increased to be related to essure. The reporter commented: as per medical record, patient had hysteroscopy, d&c, novasure endometrial ablation on (B)(6) 2010 (also essure insertion date). There was excellent placement of the essure devices on both side. On (B)(6) 2015, she had removal of essure devices exploratory laparotomy tubouterine implantation, bilateral. The essure devices were in their proper anatomical locations. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. A bilateral tubouterine implantation was performed through bilateral cornual uterine incisions concerning the injuries reported in this case, the following ones were reported via social media: I hurt on the left side more. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: medical device monitoring error. Concerning the injuries reported in this case, the following one/ones were reported via social media: nickel sensitivity, rosacea, facial redness, panic attack, dental problem, frequent cold, viruses, vision problems, lethargy, muscle spasm, neck hurting, lowe back hurting, ear infection. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc (product technical problem ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of eczema ("eczema"), upper respiratory tract infection ("upper respiratory infections") and psoriatic arthropathy ("psoriatic arthritis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced eczema (seriousness criteria medically significant and intervention required), upper respiratory tract infection (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant), general physical health deterioration ("damaged my health"), emotional distress ("distressing"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), insomnia ("insomnia"), arthralgia ("joint pain"), migraine ("a worsening of her migraine headaches"), weight increased ("weight gain"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), feeling abnormal ("brain fog"), temporomandibular joint syndrome ("temporomandibular joint dysfunction (tmj)"), pollakiuria ("frequent urination"), psoriasis ("psoriasis") and procedural pain ("painful and invasive procedure"). The patient was treated with surgery (bilateral salpingostomy in (B)(6) 2017 - micro-inserts were removed). Essure was removed. At the time of the report, the eczema, upper respiratory tract infection, dyspareunia, vaginal discharge, fatigue, insomnia, arthralgia, migraine, weight increased, abdominal distension, anxiety, depression, feeling abnormal, temporomandibular joint syndrome, pollakiuria and psoriasis had not resolved and the psoriatic arthropathy, general physical health deterioration, emotional distress and procedural pain outcome was unknown. The reporter considered abdominal distension, anxiety, arthralgia, depression, dyspareunia, eczema, emotional distress, fatigue, feeling abnormal, general physical health deterioration, insomnia, migraine, pollakiuria, procedural pain, psoriasis, psoriatic arthropathy, temporomandibular joint syndrome, upper respiratory tract infection, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unconfirmed quality defect - sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect oc device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible a relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2017: new event 'psoriatic arthritis' was added. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 12-aug-2015. The most recent information was received on 22-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of eczema ("eczema"), upper respiratory tract infection ("upper respiratory infections") and psoriatic arthropathy ("psoriatic arthritis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced eczema (seriousness criteria medically significant and intervention required), upper respiratory tract infection (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant), general physical health deterioration ("damaged my health"), emotional distress ("distressing"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), insomnia ("insomnia"), arthralgia ("joint pain"), migraine ("a worsening of her migraine headaches"), weight increased ("weight gain"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), feeling abnormal ("brain fog"), temporomandibular joint syndrome ("temporomandibular joint dysfunction (tmj)"), pollakiuria ("frequent urination"), psoriasis ("psoriasis") and procedural pain ("painful and invasive procedure"). The patient was treated with surgery (bilateral salpingostomy in (B)(6) 2017 - micro-inserts were removed). Essure was removed. At the time of the report, the eczema, upper respiratory tract infection, dyspareunia, vaginal discharge, fatigue, insomnia, arthralgia, migraine, weight increased, abdominal distension, anxiety, depression, feeling abnormal, temporomandibular joint syndrome, pollakiuria and psoriasis had not resolved and the psoriatic arthropathy, general physical health deterioration, emotional distress and procedural pain outcome was unknown. The reporter considered abdominal distension, anxiety, arthralgia, depression, dyspareunia, eczema, emotional distress, fatigue, feeling abnormal, general physical health deterioration, insomnia, migraine, pollakiuria, procedural pain, psoriasis, psoriatic arthropathy, temporomandibular joint syndrome, upper respiratory tract infection, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unconfirmed quality defect - sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch recode. We are unable to confirm any quality defect oc device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible a relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2017: narrative updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 12-aug-2015. The most recent information was received on 02-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of eczema ("eczema"), upper respiratory tract infection ("upper respiratory infections") and psoriatic arthropathy ("psoriatic arthritis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced eczema (seriousness criteria medically significant and intervention required), upper respiratory tract infection (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant), general physical health deterioration ("damaged my health"), emotional distress ("distressing"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), insomnia ("insomnia"), arthralgia ("joint pain"), migraine ("a worsening of her migraine headaches"), weight increased ("weight gain"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), feeling abnormal ("brain fog"), temporomandibular joint syndrome ("temporomandibular joint dysfunction (tmj)"), pollakiuria ("frequent urination"), psoriasis ("psoriasis"), procedural pain ("painful and invasive procedure") and pelvic pain ("I hurt on the left side more"). The patient was treated with surgery (bilateral salpingostomy in (B)(6) 2017 - micro-inserts were removed). Essure was removed in (B)(6) 2017. At the time of the report, the eczema, upper respiratory tract infection, dyspareunia, vaginal discharge, fatigue, insomnia, arthralgia, migraine, weight increased, abdominal distension, anxiety, depression, feeling abnormal, temporomandibular joint syndrome, pollakiuria and psoriasis had not resolved and the psoriatic arthropathy, general physical health deterioration, emotional distress, procedural pain and pelvic pain outcome was unknown. The reporter considered abdominal distension, anxiety, arthralgia, depression, dyspareunia, eczema, emotional distress, fatigue, feeling abnormal, general physical health deterioration, insomnia, migraine, pelvic pain, pollakiuria, procedural pain, psoriasis, psoriatic arthropathy, temporomandibular joint syndrome, upper respiratory tract infection, vaginal discharge and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: I hurt on the left side more. Quality-safety evaluation of ptc: unconfirmed quality defect - sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect oc device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible a relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-feb-2018: follow up received from medical record(social media): new event "I hurt on the left side more" and reporter information added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0195 / FDA 2014-n-0736-0015, awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She reported that, as a woman with essure, she could say from personal experience that this product was harmful. She stated that essure damaged her health, her marriage and her career. She was not informed about what this device was comprised of nor the potential side effects and risks. It was distressing to see how the medical community was disregarding the complaints as within reasonable limits of outlying cases of side effects. She also stated that this was a debilitating procedure and this product would cause permanent damage. If she had known the pet fibers that cause the occlusion were even in the device, she would have declined. Little she did know they cause inflammation, were carcinogenic and were endocrine disruptors. She considered the events related to essure. Follow-up received on 30-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Follow-up information was received on 03-nov-2016. Legal claim was received; this report is considered legal case from this date forward. In or about (B)(6) 2010, she underwent the essure procedure. Within a few months of having the essure device implanted, she began experiencing painful intercourse; vaginal discharge; fatigue; insomnia; joint pain; a worsening of her migraine headaches; weight gain; bloating; anxiety; depression; brain fog; temporomandibular joint dysfunction (tmj); upper respiratory infections; frequent urination; psoriasis; and eczema. Over the course of the next few years, she complained about those symptoms to her healthcare providers. As a result of the symptoms she was experiencing, she was forced to miss several months of work from her job. Despite treatment, her symptoms only got worse and, as a result, in (B)(6) 2015, she underwent a bilateral salpingostomy during which, both of her essure micro-inserts were removed. That painful and invasive procedure was performed by the physician. Since her removal surgery, she continued to experience painful intercourse; vaginal discharge; fatigue; insomnia; joint pain; a worsening of her migraine headaches; weight gain, bloating; anxiety; depression; brain fog; tmj; upper respiratory infections; frequent urination; psoriasis and eczema. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and underwent a bilateral salpingostomy during which, both of her essure micro-inserts were removed. Plaintiff experienced eczema and upper respiratory infections, amongst non serious events. Eczema is anticipated whereas upper respiratory tract infection is unanticipated in the reference safety information for essure. Eczema has been reported as hypersensitivity reaction mostly related to nickel. Its manifestations include also skin itching, rash and hives that commonly resolve after device removal. In this case, event occurred after essure insertion and on unknown date after removal, plaintiff had not yet recovered. However, the time elapsed between the removal and report is unknown. A causal relationship between them can formally not be excluded. Due to its infectious pathophysiology, upper respiratory tract infection was considered unrelated to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA (B)(4)) on 12-aug-2015. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of eczema ("eczema"), upper respiratory tract infection ("upper respiratory infections") and psoriatic arthropathy ("psoriatic arthritis") in a 46-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included chlamydial infection. Concurrent conditions included temporomandibular joint dysfunction. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("during the surgery that he had a hard time inserting the left coil"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("a worsening of her migraine headaches"), weight increased ("weight gain"), pelvic pain ("I hurt on the left side more, pain") and headache ("headaches"). On (B)(6) 2010, the patient experienced insomnia ("insomnia"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), feeling abnormal ("brain fog"), panic reaction ("panic") and loss of libido ("lack of sex drive"). On an unknown date, the patient experienced eczema (seriousness criteria medically significant and intervention required), upper respiratory tract infection, psoriatic arthropathy (seriousness criterion medically significant), general physical health deterioration ("damaged my health"), emotional distress ("distressing"), arthralgia ("joint pain"), temporomandibular joint syndrome ("temporomandibular joint dysfunction (tmj)"), pollakiuria ("frequent urination"), psoriasis ("psoriasis"), procedural pain ("painful and invasive procedure"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdomen pain"). The patient was treated with butalbital, ibuprofen, cyclobenzaprine hydrochloride (flexeril), betamethasone dipropionate, clobetasol propionate and surgery (bilateral salpingostomy micro-inserts were removed). Essure was removed on (B)(6) 2015. At the time of the report, the eczema, upper respiratory tract infection, dyspareunia, vaginal discharge, fatigue, insomnia, arthralgia, migraine, abdominal distension, depression, feeling abnormal, temporomandibular joint syndrome, pollakiuria, psoriasis and loss of libido had not resolved, the psoriatic arthropathy, general physical health deterioration, emotional distress, procedural pain, pelvic pain, bladder disorder, headache, urinary tract disorder, abdominal pain and complication of device insertion outcome was unknown and the weight increased, anxiety and panic reaction was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, bladder disorder, complication of device insertion, depression, dyspareunia, eczema, emotional distress, fatigue, feeling abnormal, general physical health deterioration, headache, insomnia, loss of libido, migraine, panic reaction, pelvic pain, pollakiuria, procedural pain, psoriasis, psoriatic arthropathy, temporomandibular joint syndrome, upper respiratory tract infection, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: I hurt on the left side more. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet : the event bladder or urinary problems or changes, headaches, insomnia, panic, lack of sex drive, psoriasis, abdomen pain, did not underwent essure confirmation test, and during the surgery that he had a hard time inserting the left coil added as an event. Patient and reporter information updated. Treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number:(B)(4) ) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of eczema ("eczema"), upper respiratory tract infection ("upper respiratory infections") and psoriatic arthropathy ("psoriatic arthritis") in a 46-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had essure insertion and endometrial ablation on same day (B)(6)2010" on (B)(6)2010 and device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included chlamydial infection, d & c on (B)(6)2010 and endometrial ablation on (B)(6)2010. Concurrent conditions included temporomandibular joint dysfunction, menorrhagia, menstruation irregular and menstrual cramp. On (B)(6)2010, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("during the surgery that he had a hard time inserting the left coil"). On (B)(6)2010, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("a worsening of her migraine headaches"), weight increased ("weight gain"), pelvic pain ("I hurt on the left side more, pain") and headache ("headaches"). On (B)(6)2010, the patient experienced insomnia ("insomnia"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), feeling abnormal ("brain fog"), panic reaction ("panic") and loss of libido ("lack of sex drive"). On an unknown date, the patient experienced eczema (seriousness criteria medically significant and intervention required), upper respiratory tract infection (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant), general physical health deterioration ("damaged my health"), emotional distress ("distressing"), arthralgia ("joint pain"), temporomandibular joint syndrome ("temporomandibular joint dysfunction (tmj)"), pollakiuria ("frequent urination"), psoriasis ("psoriasis"), procedural pain ("painful and invasive procedure"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdomen pain"). The patient was treated with butalbital, ibuprofen, cyclobenzaprine hydrochloride (flexeril), betamethasone dipropionate, clobetasol propionate and surgery (bilateral salpingostomy micro-inserts were removed). Essure was removed on (B)(6)2015. At the time of the report, the eczema, upper respiratory tract infection, dyspareunia, vaginal discharge, fatigue, insomnia, arthralgia, migraine, abdominal distension, depression, feeling abnormal, temporomandibular joint syndrome, pollakiuria, psoriasis and loss of libido had not resolved, the psoriatic arthropathy, general physical health deterioration, emotional distress, procedural pain, pelvic pain, bladder disorder, headache, urinary tract disorder, abdominal pain and complication of device insertion outcome was unknown and the weight increased, anxiety and panic reaction was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, bladder disorder, complication of device insertion, depression, dyspareunia, eczema, emotional distress, fatigue, feeling abnormal, general physical health deterioration, headache, insomnia, loss of libido, migraine, panic reaction, pelvic pain, pollakiuria, procedural pain, psoriasis, psoriatic arthropathy, temporomandibular joint syndrome, upper respiratory tract infection, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: as per medical record, patient had hysteroscopy, d&c, novasure endometrial ablation on (B)(6)2010 (also essure insertion date). There was excellent placement of the essure devices on both side. On (B)(6)2015, she had removal of essure devices exploratory laparotomy tubouterine implantation, bilateral. The essure devices were in their proper anatomical locations. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. A bilateral tubouterine implantation was performed through bilateral cornual uterine incisions concerning the injuries reported in this case, the following ones were reported via social media: I hurt on the left side more. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: medical device monitoring error. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Event medical device monitoring error was newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 12-aug-2015. The most recent information was received on 29-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of eczema ("eczema"), upper respiratory tract infection ("upper respiratory infections") and psoriatic arthropathy ("psoriatic arthritis") in a 46-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had essure insertion and endometrial ablation on same day (B)(6) 2010" on (B)(6) 2010 and device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included chlamydial infection, d & c on (B)(6) 2010 and endometrial ablation on (B)(6) 2010. Concurrent conditions included temporomandibular joint dysfunction, menorrhagia, menstruation irregular, menstrual cramps, insomnia and anxiety. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("during the surgery that he had a hard time inserting the left coil"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("a worsening of her migraine headaches"), weight increased ("weight gain"), pelvic pain ("I hurt on the left side more, pain") and headache ("headaches"). On (B)(6) 2010, the patient experienced insomnia ("insomnia"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), feeling abnormal ("brain fog"), panic reaction ("panic"), loss of libido ("lack of sex drive"), asthma ("asthma"), plantar fasciitis ("plantar fasciitis"), enthesopathy ("enthesitis"), tendonitis ("tendinitis") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced rash ("unspecified rashes"). On (B)(6) 2015, the patient experienced bronchitis ("frequent bronchitis") and lung infection ("lung infection"). On an unknown date, the patient experienced eczema (seriousness criteria medically significant and intervention required), upper respiratory tract infection (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant), general physical health deterioration ("damaged my health"), emotional distress ("distressing"), arthralgia ("joint pain"), temporomandibular joint syndrome ("temporomandibular joint dysfunction (tmj)"), pollakiuria ("frequent urination"), psoriasis ("psoriasis"), procedural pain ("painful and invasive procedure"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdomen pain") and adenomyosis ("adenomyosis"). The patient was treated with butalbital, ibuprofen, cyclobenzaprine hydrochloride (flexeril), betamethasone dipropionate, clobetasol propionate and surgery (bilateral salpingostomy micro-inserts were removed). Essure was removed on (B)(6) 2015. At the time of the report, the eczema, upper respiratory tract infection, dyspareunia, fatigue, arthralgia, depression, temporomandibular joint syndrome, pollakiuria and psoriasis had not resolved, the psoriatic arthropathy, general physical health deterioration, emotional distress, procedural pain, pelvic pain, bladder disorder, headache, urinary tract disorder, abdominal pain, complication of device insertion, asthma, plantar fasciitis, enthesopathy, tendonitis, bronchitis, lung infection, rash and adenomyosis outcome was unknown, the vaginal discharge had resolved and the insomnia, migraine, weight increased, abdominal distension, anxiety, feeling abnormal, panic reaction, loss of libido and dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, anxiety, arthralgia, asthma, bladder disorder, bronchitis, complication of device insertion, depression, dysmenorrhoea, dyspareunia, eczema, emotional distress, enthesopathy, fatigue, feeling abnormal, general physical health deterioration, headache, insomnia, loss of libido, lung infection, migraine, panic reaction, pelvic pain, plantar fasciitis, pollakiuria, procedural pain, psoriasis, psoriatic arthropathy, rash, temporomandibular joint syndrome, tendonitis, upper respiratory tract infection, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: as per medical record, patient had hysteroscopy, d&c, novasure endometrial ablation on (B)(6) 2010 (also essure insertion date). There was excellent placement of the essure devices on both side. On (B)(6) 2015, she had removal of essure devices exploratory laparotomy tubouterine implantation, bilateral. The essure devices were in their proper anatomical locations. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. A bilateral tubouterine implantation was performed through bilateral cornual uterine incisions. Concerning the injuries reported in this case, the following ones were reported via social media: I hurt on the left side more. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: medical device monitoring error. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet was received and the following information was provided: asthma, plantar fasciitis, enthesitis, tendinitis, dysmenorrhea (cramping), frequent bronchitis, lung infection, unspecified rashes, adenomyosis were added as event; concomitant condition provided; insomnia, bloating, sex drive, brain fog, migraines, and discharge outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of eczema ("eczema"), upper respiratory tract infection ("upper respiratory infections") and psoriatic arthropathy ("psoriatic arthritis") in a 46-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had essure insertion and endometrial ablation on same day (B)(6) 2010" on (B)(6) 2010 and device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included chlamydial infection, d & c on (B)(6) 2010 and endometrial ablation on (B)(6) 2010. Concurrent conditions included temporomandibular joint dysfunction, menorrhagia, menstruation irregular, menstrual cramps, insomnia and anxiety. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("during the surgery that he had a hard time inserting the left coil"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("a worsening of her migraine headaches"), weight increased ("weight gain"), pelvic pain ("I hurt on the left side more, pain") and headache ("headaches"). On (B)(6) 2010, the patient experienced insomnia ("insomnia"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), feeling abnormal ("brain fog"), panic reaction ("panic"), loss of libido ("lack of sex drive"), asthma ("asthma"), plantar fasciitis ("plantar fasciitis"), enthesopathy ("enthesitis"), tendonitis ("tendinitis") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced rash ("unspecified rashes"). On (B)(6) 2015, the patient experienced bronchitis ("frequent bronchitis") and lung infection ("lung infection"). On an unknown date, the patient experienced eczema (seriousness criteria medically significant and intervention required), upper respiratory tract infection (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant), general physical health deterioration ("damaged my health"), emotional distress ("distressing"), arthralgia ("joint pain/elbow pain"), temporomandibular joint syndrome ("temporomandibular joint dysfunction (tmj)"), pollakiuria ("frequent urination"), psoriasis ("psoriasis"), procedural pain ("painful and invasive procedure"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdomen pain"), adenomyosis ("adenomyosis"), allergy to metals ("nickel sensitivity"), rosacea ("rosacea"), erythema ("facial redness"), panic attack ("panic attack"), tooth disorder ("dental problem"), nasopharyngitis ("frequent cold"), viral infection ("viruses"), visual impairment ("vision problems"), lethargy ("lethargy"), muscle spasms ("muscle spasm"), neck pain ("neck hurting"), back pain ("neck and lowe back hurting") and ear infection ("ear infection"). The patient was treated with butalbital, ibuprofen, cyclobenzaprine hydrochloride (flexeril), betamethasone dipropionate, clobetasol propionate and surgery (bilateral salpingostomy micro-inserts were removed). Essure was removed on (B)(6) 2015. At the time of the report, the eczema, upper respiratory tract infection, dyspareunia, fatigue, arthralgia, depression, temporomandibular joint syndrome, pollakiuria and psoriasis had not resolved, the psoriatic arthropathy, general physical health deterioration, emotional distress, procedural pain, pelvic pain, bladder disorder, headache, urinary tract disorder, abdominal pain, complication of device insertion, asthma, plantar fasciitis, enthesopathy, tendonitis, bronchitis, lung infection, rash, adenomyosis, allergy to metals, rosacea, erythema, panic attack, tooth disorder, nasopharyngitis, viral infection, visual impairment, lethargy, muscle spasms, neck pain, back pain and ear infection outcome was unknown, the vaginal discharge had resolved and the insomnia, migraine, weight increased, abdominal distension, anxiety, feeling abnormal, panic reaction, loss of libido and dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, anxiety, arthralgia, asthma, back pain, bladder disorder, bronchitis, complication of device insertion, depression, dysmenorrhoea, dyspareunia, ear infection, eczema, emotional distress, enthesopathy, erythema, fatigue, feeling abnormal, general physical health deterioration, headache, insomnia, lethargy, loss of libido, lung infection, migraine, muscle spasms, nasopharyngitis, neck pain, panic attack, panic reaction, pelvic pain, plantar fasciitis, pollakiuria, procedural pain, psoriasis, psoriatic arthropathy, rash, rosacea, temporomandibular joint syndrome, tendonitis, tooth disorder, upper respiratory tract infection, urinary tract disorder, vaginal discharge, viral infection, visual impairment and weight increased to be related to essure. The reporter commented: as per medical record, patient had hysteroscopy, d&c, novasure endometrial ablation on (B)(6) 2010 (also essure insertion date). There was excellent placement of the essure devices on both side. On (B)(6) 2015, she had removal of essure devices exploratory laparotomy tubouterine implantation, bilateral. The essure devices were in their proper anatomical locations. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. A bilateral tubouterine implantation was performed through bilateral cornual uterine incisions. Concerning the injuries reported in this case, the following ones were reported via social media: I hurt on the left side more. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: medical device monitoring error. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received: new events:nickel sensitivity, rosacea, facial redness, panic attack, dental problem, frequent cold, viruses, vision problems, lethargy, muscle spasm, neck hurting, lower back hurting, ear infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: unconfirmed quality defect - sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect oc device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible a relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: updated final ptc investigation result received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and underwent a bilateral salpingostomy during which, both of her essure micro-inserts were removed. Plaintiff experienced eczema and upper respiratory infections, amongst non serious events. Eczema is anticipated whereas upper respiratory tract infection is unanticipated in the reference safety information for essure. Eczema has been reported as hypersensitivity reaction mostly related to nickel. Its manifestations include also skin itching, rash and hives that commonly resolve after device removal. In this case, event occurred after essure insertion and on unknown date after removal, plaintiff had not yet recovered. However, the time elapsed between the removal and report is unknown. A causal relationship between them can formally not be excluded. Due to its infectious pathophysiology, upper respiratory tract infection was considered unrelated to essure. This case was regarded as incident, as a surgical intervention was required. The product technical assessment concluded a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.